Event description:
Journal reference: york mk, dulay m, macias a, et al. Cognitive declines following bilateral subthalamic nucleus deep brain stimulation for the treatment of parkinson's disease. J neurol neurosurgery psychiatry. 2008;79(7):789-795. We investigated the cognitive and psychiatric outcome 6 months after bilateral subthalamic nucleus deep brain stimulation (dbs) for the treatment of parkinson's disease (pd) using a disease control group. A total pts who underwent dbs were compared with some medically treated pts with pd at baseline and at 6 months for neuropsychological measures. Reportable event: a decline on ravlt long term recall, with 13% (3) of the pts who underwent dbs demonstrating a reliable decline compared with none of the pts with pd (p,0.08). See mfg report 2182207200805638.